Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that approximately two months post implant,  they were unsure if the implantable pulse generator (ipg) was "working or not" following a magnetic resonance imaging (MRI) procedure. The ipg remains in use. No patient complications have been reported as a result of this event.